Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed over-sensing of electromagnetic interference and under-sensing of fine atrial fibrillation on the pacemaker. No changes or interventions were performed. The patient was in stable condition and would continue to be monitored.